Event description:
It was reported that during an unspecified procedure, guidewire detachment occurred. A v-14 control wire guidewire was used to wire the peroneal artery. However, the tip of this device broke off. The doctor was able to retrieved the piece that broke off. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: after visual inspection before decontamination process, device presents the distal tip damaged exposing the core wire. The visual inspection was performed and the device presents: the distal tip damaged (kinked and bent) at the corewire exposing in the 0.6cm from the distal end, there is no evidence of fracture in the corewire. All the measures taken are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, guidewire detachment occurred. A v-14 controlwire guidewire was used to wire the peroneal artery. However, the tip of this device broke off. The doctor was able to retrieved the piece that broke off. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).